Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The complaint of a dim, discolored display screen was not able to be tested due to the blank screen. The display was found to be cracked. During testing, a test screen was inserted and was found to function properly. The keypad was intact; no damage was observed. Unrelated to the complaint, investigation revealed that all of the keypad buttons were intermittently unresponsive. The keypad was removed and there was contamination found under all of the button contacts. Also unrelated to the complaint, investigation revealed that the battery cap threads were stripped. (B)(4).